Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. The reported issue of ¿error code 333¿ was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system center had e333 touch panel error during an unspecified diagnostic procedure. The procedure was completed without specifying the device used. There were no reports of patient harm.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. However, the device evaluation found battery consumption. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.